Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during attempted left ventricular lead implant, the stylet got stuck. The physician also met significant resistance attempting to put the lead through the inner catheter. A new lead was used instead. The patient was stable before, during, and after the procedure.